Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. It is likely that the reported balloon rupture occurred due to interaction with anatomy or associated devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unknown coronary lesion. The armada 35 armada 35 5mm/60mm balloon was advanced; however, ruptured at 8 atmospheres. Another balloon was used to complete the procedure. The device was prepped according to the instructions for use and air aspiration outside the anatomy prior to use without any issues. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. The patient remains in stable condition. No additional information was provided.